Event description:
The femoral head would not articulate inside the cup. Another cup was available and was used successfully. There was no adverse consequence for the pt or delay in surgery or anesthesia time.

Manufacturer narrative:
Summary of evaluation: the examination results could not verify the reported event and suggest this event is not device related but rather is associated with intra-operative expectations.